Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to a premature battery depletion advisory warning. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The device was returned and analyzed. The device was found to be normal.

Event description:
This is a clarification of the event. The patient was a pacemaker dependent patient.

Manufacturer narrative:
On (B)(6) 2016 a decision was made to report all prophylactic explants. The aware date was updated to reflect this change.